Event description:
The facility representative reported a colleague infusion pump with a failure code 12:309:282:0000. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. During review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 12:309:282:0000 was confirmed but not duplicated. The assignable cause is not known. This device will not be returning to the customer and will stay at baxter, therefore no correction will be made to the device. (B)(4)

Manufacturer narrative:
This device utilizes user interface module master software version 6.13.90 categorized as remediated. (B)(4).